Event description:
It was reported that pump housing was damaged, which affected ability to charge pump, although pump had not shut down. There was no reported impact to the customer. Technical support clarified that the issue was purely cosmetic, and the customer understood and acknowledged this information.